Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had notified their managing physician about the pump alarm. The alarm had gone off (B)(6) 2016 and the patient had called the physician and got an appointment. The steps taken to resolve the pump alarm were the patient spoke to the physician's office and they spoke to staff. The patient's pump was refilled and the pump alarm was reset for (B)(6).

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine, dose and concentrations not reported, via an implantable pump. The indication for use was spinal pain. The patient's pump was alarming or beeping. It sounded like a german police car. The patient heard the alarm every 10 minutes. The patient had missed their scheduled refill as the physician does not have the medication until tomorrow (B)(6) 2016. The patient planned to follow-up with their healthcare provider. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.